Manufacturer narrative:
This report is submitted on february 10, 2020.

Event description:
Per the clinic, the patient experienced dried blood at the abutment site that was treated with oral and topical antibiotics. The implant remains in-situ.